Event description:
New information on (B)(6) 2017 indicated that the patient underwent a procedure to address the complaint of out of range impedance; the source of the impedance issue had not been identified. The patient's right ventricular lead was capped and replaced on (B)(6) 2017. The procedure was tolerated well by the patient as they were noted stable before, during and after. It was also reported that a pocket hematoma had developed, but required no intervention to treat.

Event description:
It was reported by the registered nurse that a patient presented with multiple high voltage lead impedance measurements that were low and out of range on the right ventricular lead. No patient symptoms were reported.